Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): sp02 ventritex lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the patient presented to the emergency department and was externally cardioverted. The patient was in a wide complex ventricular tachycardia (vt) but the implantable cardioverter defibrillator (ICD) classified the episode as supra ventricular tachycardia (svt) and inappropriately withheld therapy. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.